Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, acoustic lens peeling was confirmed. The cause of the issue could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿instructions evis exera ultrasound gastrovideoscope olympus gf type uct260 important information ¿ please read before use. Warnings and cautions: caution: do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, angle play, bending section cover adhesive part float, objective adhesive peeling ig snake tube collapse, and ig snake tube scratch were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera ultrasound gastrovideoscope ultrasound probe is detached. The event occurred during maintenance and there was no patient harm or user injury reported due to the event.